Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) had a ventricular episode in which anti-tachycardia pacing (atp) and shock therapy were appropriately delivered. However, upon review of technical services it was noted that after atp, the ventricular tachycardia (vt) rate was accelerated. Subsequently, a 21j was delivered and successfully converted the arrythmia. No additional adverse patient effects were reported.